Event description:
It was reported that high impedances greater than 40,000 ohms was measured on all electrode combinations with electrodes 2 and 3. The patient was programmed to c+, 10 and was getting some relief. The impedances had been measured to be high since implant. A revision to test the lead/extension connection and the lead was done on the day of this report. The issue was affecting the right side. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0pk01, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot# va05k31, implanted: (B)(6) 2013, product type lead; product ID 748351, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 748351, serial# (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient complained that the device was not working after implant. According to the surgical report, the healthcare provider (hcp) determined that the high impedances were most likely the result of fluid accumulated within the wire connectors. A new implantable neurostimulator (ins) was internalized and secured in place. It appeared that the therapy had been working properly since the ins was replaced.

Event description:
Additional information received reported the patient was seen in the office and it was discovered that they had open circuits. An x-ray was done and it was inconclusive. The patient was scheduled for surgery to explore and correct the system. During the surgery, the implantable neurostimulator (ins) was disconnected and the connection sites of the ins and extension were cleaned. After the ins was connected to the extensions, impedances were measured to be within normal limits. The patient planned to follow up with their healthcare professional (hcp) for programming.